Event description:
It was reported that a balloon rupture occurred. A 10mmx2.50mm wolverine coronary cutting balloon was used for treatment. During the procedure, at third inflation, it was noted that the balloon ruptured in a form of a pinhole. The device was removed using normal method without any problem. The procedure was completed with another of the same device. No complications were reported and patient was good post procedure.